Event description:
The customer reported getting intermittent etco2 readings while monitoring a pt. There was no negative pt impact as another defibrillator was available for use.

Manufacturer narrative:
(B)(4). The customer reported getting intermittent etco2 readings while monitoring a pt. There was no negative pt impact as another defibrillator was available for use. The device was evaluated by a philips field service engineer. The symptom was isolated to a faulty etco2 module. We are considering this a malfunction of the etco2 module. Replacing the etco2 module resolved the symptom.